Manufacturer narrative:
Additional information provided in b.2., b.5., h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The lens remains in the eye. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The consumer called into the qa country office to report exaggerated, octagon shaped glare from cars, reflection of sun, street lights since having lens implanted. The patient also reported some wavy blurriness in vision. Consumer sought second opinion and the second opinion was reviewed with the patient. Per the consumer, the doctor explained about neuro-adaptation and explained the line across vision was likely a floater. The consumer indicated that the second opinion doctor expressed that the lenses look great, vision is acceptable, and per the consumer, the doctor would not recommend a lens exchange after 8 weeks post implant. The doctor recommended miotic drops, maybe yellow lenses for night driving. The consumer is deciding about a procedure option and is still dissatisfied. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information had been received and stated the patient had another opinion, the doctor told him after 8 weeks it was not recommended to remove the lens. It could do more damage than worth the risk. He continued to see the circles in his vision. He was told by the surgeon that was typical for this type of lens. He recommended trying drops for use at night but they really don't help. He had new floater. It was explained by the doctor that could happen after cataract surgery. That the liquid in the eye becomes more like a gel. He eluded to being unsatisfied with the lenses.

Manufacturer narrative:
Additional information provided in b.5. And h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information had been requested, received, and stated that the patient had been explained about neuroadaptation by the doctor. It was explained that the line across vision was likely a floater. Basically, the patient had been told that the lenses looked great, vision was acceptable, and the doctor would not recommend a lens exchange. Second-opinion doctor had a lot of experience with these lenses. Miotic drops and possibly yellow lenses for night driving had been recommended. The doctor was also deciding whether the patient would have yag capsulotomy and had explained that once the patient had it, the lenses could not be removed. All recommendations were from the second-opinion doctor. The doctor had planned to review the reporter's chart with his associate and get back to him. No additional appointments had been scheduled at that time.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient had exaggerated, octagon-shaped glare from cars, reflections of the sun, and street lights since the lens had been implanted over 6 months ago. He could not read street signs at a distance and had to be too close before they became legible. He had brought this to his doctor attention, but his doctor was unsure why he would have these issues. When at church, the candles also appeared as large octagons glowing. His next follow-up appointment had been scheduled. He had also noticed some wavy blurriness in his vision. Additional information had been requested, received and stated patient symptoms have not improved yet. Follow up with surgeon saw 20/25. Followed up with retina doctor saw 20/20. Both doctors said patient eye health was perfect. No reason for him to have such visual issues. His doctor also told him he has not needed to remove these lenses before. There are two medical device reports associated with this patient. This report is associated with the right eye.